Manufacturer narrative:
The customer¿s report of a leak from the maxplus connector was not confirmed. No anomalies or evidence of damage was observed during visual inspection. Functional testing was performed; no leaks were observed and the set ran without incident. Pressure testing was performed; no leaks were observed. The root cause of the reported leak from the maxplus connector was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from around the case of an mp1000-c during an unspecified infusion. Although requested, no further event information is available. The connector was replaced and there was no patient harm.